Event description:
It was reported that upon inspection of the devices in the or sales rep found the drill bit had bone inside it. He had to reprocess the tray. Same drill bit was used. It cause one hour delay in surgery. Rep also reported that ¿patient was on the table and under anesthesia, but they had not cut skin yet.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that contamination was in the could not be confirmed, since the device was not returned for evaluation. No information regarding the condition in which the device was supplied was received. For devices which are supplied in a non-sterile condition an appropriate cleaning and sterilization process has to be applied, see IFU for instruments: cleaning, maintenance and sterilization of non-sterile instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. For adequate cleaning of multi-component instruments, these must be dismantled according to the assembly/disassembly instructions provided by stryker. Please note that stryker trays are intended for sterilization, transport and storage of medical devices. They are not designed for cleaning and disinfection in the fully equipped state. The devices must be removed from the tray for adequate cleaning results." [Original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. Device will not be returned.

Event description:
It was reported that upon inspection of the devices in the or sales rep found the drill bit had bone inside it. He had to reprocess the tray. Same drill bit was used. It cause one hour delay in surgery. Rep also reported that "patient was on the table and under anesthesia, but they had not cut skin yet."